Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue was found to be the result of poor electrical connector contact. A definitive root cause of the poor connector contact could not be determined, however, the issue was likely the result of water ingress due to user handling and connector corrosion. The event may be prevented by following the instructions for use which state: ¿caution¿ ¿when reprocessing an endoscope, confirm that the two water-resistant caps are securely attached to the endoscope connector before immersion in reprocessing fluids. If two water-resistant caps are not securely attached, water, detergent solution and/or disinfectant solution could enter the endoscope and damage the equipment¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the electrical connector of the evis lucera ultrasonic bronchofibervideoscope had poor contact. The issue was found when preparing the scope for use in a diagnostic ultrasound examination procedure. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to poor contact of the electrical connector. The report is being submitted due to no video found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found water tightness was lost due to damage on the instrument channel, switch #1 and #4 were worn, the switch box was scratched, the electrical connector had corrosion due to water leakage, the ultrasound probe had slight scratches, and the number 11 sound line was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.